Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. A visual and microscopic inspection was performed on the returned device and found the jaw aperture appears larger than normal. It measures 0.405" which is out of spec (0.300 +/- 0.050). It is suspected that one jaw may be bent. The device was plugged into the test esg-400 generator and no errors displayed. The device was recognized and the correct defaults applied. The blue button has a hair trigger and the slightest touch would activate the device. The blue coagulation button has a "dead" spot on the left side. The blue button was removed to reveal the left dome switch was collapsed. Based on similar reports, the collapsed left dome switch did allow the coagulation function to activate with the slightest touch (hair trigger).

Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during an unspecified procedure, the cutting forceps activated on its own without depressing the activation button and misfiring. It is unknown if the intended procedure was completed. There was no patient injury reported.